Manufacturer narrative:
H4 device manufacture date added. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A sample analysis could not be performed because no photo or sample was available for evaluation. The complaint will be reopened if a sample is received. The reported condition was not confirmed. The exact root cause could not be determined without a sample to evaluate. The instructions for use should be referred to for the proper procedure for insertion of the feeding tube and extraction of the stylet. A risk assessment was performed to determine the occurrence of the reported failure mode which showed the occurrence below the expected range. No action plan is required at this time. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported the guide wire showed resistance at the time of removal, releasing the blue connector. The customer succeeded in getting the guidewire out even though the blue tip came off, and the device was able to be used in the patient.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.